Event description:
It was reported that pump experienced malfunction alarm malf 16 with no notable events prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy while technical support arranged shipment of replacement pump under warranty, confirmed shipping address, instructed customer to place affected pump in storage mode and return it with a prepaid label, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement device.